Manufacturer narrative:
The account zeroed the bed with the pt on the bed, user error. The technician in-serviced the nursing staff on the bed exit functions to resolve the issue.

Event description:
The account alleged the bed exit alarm is not setting. No injury reported.